Event description:
The customer reported obtaining low light scatter results of 45.7 for differentials and 167.3 for reticulocytes, and an uncontained leak of approximately one (1) milliliter of blue fluid on the coulter hmx hematology analyzer with autoloader. There were no reports of injuries, erroneous results or change to patient treatment in connection with this event. There was no direct contact with the leak. The customer was wearing gloves when the leak occurred. Customer technical support (cts) assisted the customer through the phone. The cts instructed the customer to bleach the flow cell, run the prime, and run latron. Upon follow up with the customer, the cts found that the customer was still having issues with the instrument. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.

Manufacturer narrative:
The fse replaced the tubing that had a pin-sized hole at pinch valve pv37 to resolve the leak. Also, the fse found that the leak had gotten into the triple transducer module (ttm) assembly within the diluter, attributing to the light scatter results. The fse dried out all the components within the diluter to resolve the issue with the differentials and reticulocytes light scatter results. (B)(4).